Event description:
A user facility returned the olympus, model otv-s7proh-hd-l08e, hd camera head to olympus for repair due to a report of "bad image." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined no image was present due to a faulty cable. This report is submitted due to the finding during inspection and testing of the returned device that an image was not present due to a faulty cable.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was present due to a faulty cable. In addition, it was noted that the cable was kinked. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The user facility provided additional information that the report of "bad image" meant that no image was present.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon occurred due to a faulty cable. This information is addressed in the instructions for use (IFU): important information ¿ please read before use warnings and cautions. Warning. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.